Manufacturer narrative:
Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A reimplant surgery was performed in which the existing device was removed and a new aus system was implanted. Upon explant, fluid loss was identified due to a hole in the pillow of the cuff. The new device functioned fine and the result was favorable according to the patient and the physician.